Event description:
A patient had a 24-hour eeg leads placed using collodion and was sent home. The patient began to feel very hot, sweating, itching and with red color spots on her head. She was send to the ed (emergency department). In the ed, the patient was noted having an allergic reaction with shortness of breath, throat swelling, hives, dizziness, tachycardia, and expiratory wheezes. Oxygen was applied; albuterol via nebulizer and epinephrine subcutaneous was administered. The patient's head was shaved to remove all traces of glue believed to be causing the reaction. Patient was stabilized and discharged home.